Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the pump did not alarm when a proximal occlusion or air in line were present. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted.